Event description:
It was reported that post-operatively to a laparoscopic gastric bypass with roux-n-y, the pt had to be brought back to the operating room due to a leak. There were malformed staples along the staple line. Sutures were used to rectify the situation. This resulted in additional hospital stay.